Manufacturer narrative:
(B)(4) = anvil shroud. Additional information was requested and the following was obtained: did the device deploy staples and cut prior to the firing knob breaking? If yes, was the firing sequence able to be completed? Device did not deploy staples and firing knob broke at the beginning of the firing. The analysis results found that the tlc10 device was received with the anvil shroud damaged and the anvil tip broken and missing. The device was received with no reload present. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total proctocolectomy procedure, the handle broke when fired. Another like device was used to complete the procedure. There was a thirty minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).